Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. After loading a new cartridge, customer received an accurate fill estimate. Since the event occurred in the past and the customer is currently receiving an accurate fill estimate, tandem technical support was unable to troubleshoot the issue with the customer. There was no reported impact to the customer's blood glucose level.